Event description:
It was reported by the staff that the patient experienced high power alarm and after one (1) day also hemolytic urine reported. Patient was transferred to implanting center. Lysis procedure performed with anticoagulation with enoxaparin sodium s/c 40mg/24h because of "brain hemorrhage" and gastrointestinal bleeding because of angio dysplasia, lysis was not completely successful as the power and ldh decreased but returned to an increased rate after treatment. The patient experienced hemolytic urine and stabile hemodynamics. The patient urgently listed for transplant list and was successfully transplanted on (B)(6) 2015. Patient is now stable on ICU. The pump will not be returned. It was noted that nothing was visible from the outside, but pump could not be re-started after explantation. Investigation is in progress.

Manufacturer narrative:
The pump will not be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Product not available for return.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) was not returned for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt alarms" on the date of the reported event. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Uncontrolled coagulation may have been a contributing clinical factor to the reported event. Applicable risk documentation and experiences with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Not returned.